Event description:
It was reported the patient has been requesting that the device be removed for the past four years. Patient said readings show heart rate is bad and wants to know why the clinic is ignoring the readings. The device remain in use. No further patient complications were reported as a result of this event.

Event description:
It was reported the patient has been requesting that the device be removed for the past four years. Patient said readings show heart rate is bad and wants to know why the clinic is ignoring the readings. It was further reported that the device was explanted due to reaching elective replacement indicator. Follow-up was conducted and a nurse at the physician's office stated that any issues with the patient's heart were not related to the device. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The device had normal battery depletion and met expected longevity.